Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (intermittent power) issue. Reportedly, there was an intermittent power issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Follow-up #1: date of submission 11/4/2016 device evaluation: the device has been returned and evaluated by product analysis on 10/10/2016 with the following findings: no power issues observed in the black box download. Call service 054 alarms observed in alarm history. No damage found to battery cap. Battery cap able to attach securely to pump. Pump powers on normal with no alarms. Pump exercised 24 hours with no power issues occurring. Pump opened and no damage found to power circuit. Battery cap contact height and width found within specification.